Event description:
The customer reported the observation of a falsely elevated troponin (tnih) test result was obtained from an advia centaur xpt analyzer. The initial test result was not released to a physician. The same sample was repeated on an alternate advia centaur xpt analyzer. A lower test result was obtained and released to a physician as the correct result. The patient was receiving an immunotherapy treatment at time of the sample collection. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that a falsely elevated troponin (tnih) test result was obtained from an advia centaur xpt analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that tnih would not calibrate and that the performance of the low level quality control material (qc) was poor. The cse performed the total service call and found the vacuum pressure was acceptable, dark counts were acceptable, there was no bleach in the check valve and cleaned the de-ionizer. The cse found a cracked fitting on the wash displacement diluter. The cse replaced the fitting and repeated tnih calibration with acceptable results. The customer ran qc with acceptable results. The cause of the falsely elevated tnih was the cracked fitting. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.